Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Additionally, it was reported that the battery would not charge intermittently. There was no information provided regarding the customer's blood glucose level. The customer declined to provide further information regarding the issue.